Event description:
It was reported that the device experienced early battery depletion and reached elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 694765 implantable tachy lead implanted: 2009 (B)(6); product ID 407652 implantable pacing lead implanted: 2009 (B)(6); product ID 419688 implantable pacing lead implanted: 2010 (B)(6). (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 80% or greater of expected longevity. If information is provided in the future, a supplemental report will be issued.